Event description:
The user facility reported the biomedical department had an automated impella controller with a black screen and controller error. There was no patient involvement.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the console power on issues has been completed. Console logs from the reported event date align with the complaint, showing an unexpected shutdown followed by "unexpected shutdown" alarm after the system rebooted. There were no warning signs or precursor events leading up to the shutdown, and no indications of any software failures. After the unexpected shutdown, the console's software automatically restarted and the pump was operating at the previous p-level. The console was returned for evaluation but the issue could not be reproduced, and no unexpected shutdowns or irregularities in performance were observed. No power supply interruptions were detected between the power battery manager and the 4-in-1 assembly. The most likely cause of the shutdown is a malfunction of the 4-in-1 assembly and/or flash cards. The root cause of the intermittent, unexpected controller shutdown could not be determined, as there was no clear indication of the cause, and the issue could not be reproduced. D2 revised common device name since the initial manufacturer device report number 1220648-2024-23746 was submitted in accordance with update procedures. G1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23746 was submitted in accordance with update procedures.